Manufacturer narrative:
The investigation for the low pump flow has been completed. The pump and data logs were not returned for investigation. The root cause of the low pump flow was not determined since product and data logs were not returned. In accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The user facility reported a 34-year-old female undergoing cardiac surgery was implanted with an impella rp flex device for mechanical circulatory support. It was reported that an implanted impella rp flex pump experienced a prolonged period of low flows during patient support. It was noted that the pump was in good positioning during this period of time. There was no noted harm to the patient as a result of the low flows.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.